Event description:
Information was received that reported a patient was hospitalized due to an incidence of hypoglycemia. The reporter found the patient unconscious with a blood glucose of 41mg/dl. Paramedics were called and treated the patient in transit with glucagon. Upon admission the patient had a blood glucose of 56mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.